Event description:
A malfunction alarm was reported on the pump, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. With assistance from technical support, the customer successfully reset the pump, and the malfunction code did not recur after the reset. Technical support advised the customer to continue using the pump and to contact them again if the malfunction reappears, which the customer understood and acknowledged.